Event description:
It was reported that during a gastric bypass procedure, the device was fired across the jejunum with the cartridge side down, then the surgeon went to insert the anvil into the roux limb and noticed a slight bulge in the lower third of the staple line and the mucosal layer was not stapled, the device cut and there were random staples that did not form. Then the surgeon went down below to close the peterson space and a blood clot was noticed to have formed and it is unknown if all the staples were in the cartridge, however, all the drivers were pushed upward. The biliopancreatic limb was wide open; there were random staples that were not formed. The staple line was repaired with another white reload. The patient was scoped and the staples lines looked fine. There was not blood loss. The same device was used to complete the procedure. No adverse consequences reported. The account will not release the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Ees associates met with the surgeon to review technique, cartridge selection and discuss the event.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Dr is very meticulous with slow firings, observing tissue thickness/consistency. First firing on jejunum, cartridge side down was the line that "opened up" later in the case. Dr. (B)(6) scrubbed out of the case and his partner was going to finish up, but he was called back into the operating room. The white firing on the bp limb of the jj splayed open, and they observed malformed staples. Staples unformed, malformed, etc. The entire line was open (not isolated to a portion of the staple line). He had never seen this type of issue with the device. They used another white load to repair the line. He did a final scoping and air leak test before closing up the patient. The case used 3 gold with seamguard, 3 white, & 4 blue cartridges in the case. After the case, rep inspected the gun but did not observe any issues or anything in the jaws of the device. Rep observed that all spent cartridges had all the drivers up. Rep fired the device with another white cartridge and everything fired without issue. Staple formation was great.